Manufacturer narrative:
Updated information confirms the related device is not PMA approved, rendering this information not reportable to the FDA. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d3, d4, d9, g1, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Updated information confirms the related device is not PMA approved, rendering this information not reportable to the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement surgery and intraoperative finding of rupture". This record is for the left -side. Device has been explanted and has been replaced.